Event description:
It was reported that non-sustained lead noise episodes were observed due to intermittent oversensing on the ventricular channel. The device was reprogrammed and patient condition was normal.